Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss issue occurred. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. O injury or medical intervention was reported.